Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. One (1) unused sample received on 07/11/2011 and tested on 08/02/2011. Results from the investigation are as follows: the tube was carefully examined and it was confirmed that the break off connector was not fixed onto the buller valve and considered not acceptable as per inspection. Review of assembly records showed no signs of associated defects detected during the 100% light test. It is concluded that the complaint was confirmed as per return sample. A corrective action event has been issued to the related dept of the initial eval will be cross-referenced. Note: this MDR is being reported as a result of a retrospective review of complaints conducted by convatec for complaints received from may 1, 2011 - september 30, 2013. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
Details of the complaint: "qty : 1 shortage of the parts: blue tag is not attached to the pilot cuff."